Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the device broke. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure. An inferior vena cava device was placed on the angiojet. While trying to use the angiojet, the device broke. No patient complications were reported.

Manufacturer narrative:
Describe event or problem and patient codes: updated. (B)(4).

Event description:
It was further reported the catheter broke and would not prime. A check saline supply error message displayed during prime. The procedure was completed with a new catheter. There were no patient complications and the patient's condition was stable.